Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and stenting procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, mild calcification, and 90% stenosis, a 2.0x12 voyager balloon catheter was advanced and pre-dilatation was performed. A 2.75x28 xience v stent delivery system was advanced and implanted at the target lesion; however, a dissection was noted at the mid to proximal edge of the 2.75x28 xience v stent. A 3.0x12 xience v sds was deployed at 16 atmospheres to treat the dissection and achieve good timi flow. There was no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide catheter: cordis. Sheath: cordis. There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.